Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist stated that the field service engineer cleared the space on drive, resynced the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es had med application failure. The customer reported that the med application kept logging out when the user was trying to take medication out. The user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.